Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "pain in both breasts, rupture on both sides.". This relates to left side. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Continued h.10. Related report numbers: it has been identified that this record, mrn 9617229-2023-19674, is a duplicate of mrn 9617229-2024-01163. Please see mrn 9617229-2024-01163 for reportable events. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b5, h1, h6, h10, h11.

Event description:
It has been identified that this record, mrn 9617229-2023-19674, is a duplicate of mrn 9617229-2024-01163. Please see mrn 9617229-2024-01163 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported, "pain in both breasts. Rupture on both sides". This relates to left side. Device remains implanted.